Manufacturer narrative:
Follow-up #1: date of submission: 11/30/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings:. The alarm was reproduced at power up. The pump was unable to recover from alarm after reboot; unable to complete all steps the failure is defined as language file corruption while retrieving the language text. The failure was written as cs 087 failure in black box; confirmed in the bb/alarm history. The error is resident to flash chip (u39). Unrelated to the complaint, there is a battery compartment crack at case seal below the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.